Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was not able to reproduce the upstream occlusion alarm. However, the eval confirmed cracks in the upstream sensor, which is a known contributor to air in line and upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a pump alarmed constantly for an upstream occlusion, when no occlusion was present. The pump was programmed to deliver vancomycin at rate of 100ml/hr. It was also reported that there was no pt injury.